Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to nausea, diaphoresis, and chest discomfort. The patient was found to be in a slow vt (ventricular tachycardia) with a rate of 128 bpm (beats per minute). The patient was cardioverted and placed on an amiodarone drip. It was reported that the device had inappropriate svt-af (supra ventricular tachycardia - atrial fibrillation) discrimination. It was noted that svt-af discrimination miss classified four ns-vt (non-sustained ¿ ventricular tachycardia) episodes. It was decided by the physician that at the patient¿s next office visit the plan is to turn of pr logic af/afl discriminator. The device remains in use. No further patient complications have been reported as a result of this event.